Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken cable to be related to the customer reported complaint. The permanent cautery spatula instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation(s) not reported by site the instrument was found to have the plastic proximal clevis broken. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.143¿ x 0.162¿. This failure is most commonly caused mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have the spatula bent. A site history review was performed and no related complaints were found. A review of system logs showed that the permanent cautery spatula was last used on (B)(6) 2020 and it had 5 uses remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the permanent cautery spatula had a broken cable. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.